Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if any issues arise.